Manufacturer narrative:
"Both consoles that shipped to our new account don't work unfortunately" the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board . The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.